Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database (B)(4).

Event description:
Additional information was received on 06-may-2016 from medwatch form mw5060392 that was received on 03/may/2016 regarding relevant patient history. The event description states that a patient had a warming device in use during coronary artery bypass surgery and the patient sustained a second degree burn. The event description is described as, the patient had the warming device in use during a coronary artery bypass surgery and sustained a second degree burn. The patient had prolonged surgery and the burn was not known during surgery but discovered in the intensive care unit. The warming device was used during the length of the surgery. The pad is disposable and the warming unit is reusable. The disposable device was discarded. The warming device is used for maintaining body temperature during surgery.

Manufacturer narrative:
(B)(4). UDI: unknown. The actual complaint product was not returned for evaluation. A review of the device history record for lot number m5187p101 was reviewed and the product was produced according to product specification. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database (B)(4). Device not returned.

Event description:
It was reported by the hospital that the patient underwent a coronary artery bypass graft surgery with warming device in place. During post-op, it was alleged that the patient had a second degree burn. No additional information has been provided at this time.